Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation is in progress. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that in unspecified timing the endoscopic image of the subject device got abnormal when the subject device was angulated. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc investigated the subject device and found that the reported phenomenon could not be duplicated and the electrical contacts of the video connector had no abnormality. The exact cause of the reported phenomenon could not be conclusively determined. However, there was the possibility that the reported phenomenon was attributed to the temporary contact failure of the video connector due to the adhesion of the foreign material or the deterioration of the electrical circuit board in the video connector due to long-term use. If additional information becomes available, this report will be supplemented.